Event description:
The customer reported the equipment "can't self." There was no reported patient involvement.

Manufacturer narrative:
(B)(4): the limited available information is not sufficient to support that there was no malfunction. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.